Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed there was no serial of pump on main board and handwritten serial number was found on pump serial label. A review of the event history log (ehl) identified motor rate error. During the functional testing was able to duplicate the reported issue. A combination of motor assembly, worm gear, lead screw and clutch halves were found old, dirty, and worn out due to normal wear. The root cause of the issue could was due to normal wear as the pump was over 15 years old. Replaced motor assembly (stepper motor included), worm gear, lead screw and clutch halves. Performed preventative maintenance and all functional testing.

Event description:
It was reported that a smiths medical 1189286 motor rate error.